Manufacturer narrative:
(B)(4). D1: the femoral hinge post assembly, poly plug and insert, and tibial bushing components of the femoral component were replaced at the reported revision surgery. D10: medical product: segmental articular surface size f 14mm height: catalog#00585006014, lot#63694355; hinge post extension screw size f 14mm height: catalog#00588006014, lot#64000583; right size f cemented option femoral component: catalog#00588001602, lot#64695386; 15mm diameter 30mm length straight stem extension combined length 75mm: catalog#00598801215, lot#64560563; size 4 precoat cemented tibial component: catalog#00588000400, lot#65069785; all poly patella cemented 35 mm diameter: catalog#42540000035, lot#64995552; unknown stryker cement: catalog#ni, lot#ni, qty#3; unknown stryker cement restrictor: catalog#ni, lot#ni, qty#2. The product will not be returned to zimmer biomet for investigation as it was requested but unable to be returned by the hospital. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision right total knee arthroplasty to replace the hinge post. A polyethylene bearing was implanted with a hinge post extension packaged with another device. Approximately four and a half months post implantation, the patient presented with instability and it was determined that the hinge post extension of the articular surface disassociated for a second time. The patient again underwent revision surgery where it was noted that the hinge post extension was only partially threaded despite there being no obvious failure of the components. Wear of the polyethylene bearing was also noted. The entire hinge post apparatus, hinge post extension, and articular surface were replaced without reported complication and all other components remained well-fixed and intact. All available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. H6: proposed component code: mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: right total rotating hinge knee arthroplasty performed, patient was revised six months later due to dissociation of the femoral hinge post causing instability. During the first revision a larger poly was placed and a new hinge post was locked in place. Patient was revised a second time on one year after initial implantation due to instability. The hinge post had dissociated from the femoral component again. The hinge components were replaced, all other components remained well-fixed and intact. The hinge post extension was only finger tight despite having being aligned and fully torqued during the first revision. There was no gross mechanical failure of the bolt or femoral hinge. Mild wear of the poly was noted. Normal synovial fluid and tissue encountered; stability exam revealed mild laxity despite the hinged knee. No evidence of fixation failure and the hinge post extension was found to be still partially threaded within the femoral hinge post but was only finger tight. Inspection demonstrated no mechanical fracture or other defect of the hinge post of hinge post extension. Due to the recurrent failure of the modular mechanism the entire hinge mechanism was removed and replaced. Hinge assembly removed, poly plug removed from the hinge pin and hinge pin removed. Articular surface was removed along with the tibial bushing, new tibial bushing and new articular surface implanted. New femoral poly box insert assembled with new non-modular hinge post. New hinge pin placed through the prepared defect in the medial femoral condyle and was tightened using appropriate torque. New hinge pin placed to protect the hex of the hinge pin. Wound dressing applied to prevent complications. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.